Event description:
This complaint was for potential false negative results for 2 patients. Both of the initial pt samples read below the detection limit for the test. A re-test of each pt, approximately an hour after the initial test, provided a quantifiable value that was detected by the instrument. Pt treatment or non-treatment following analysis of false negative samples is unk. The potential for a delay in treatment due to false negative results prompted this MDR.